Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the ok, up arrow, and down arrow keypad buttons have been intermittently unresponsive for the past week. She stated that she wears the pump in her pocket, and denied exposing the pump to cleaning products.